Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned did not complete the seal when reassembled. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: "laparoscopic colectomy" - "during a laparoscopic colectomy, a black rubber portion was found inside the patient cavity and successfully removed. The check for all used devices made the customer confirm that the septum of the event trocar was fragmented. The customer was aware that he damaged the septum with a needle." Please refer to septum check list for combined devices. Initial investigation report by (B)(4): "the event unit was returned to (B)(4) and visually inspected. The ddb was cut by the customer to check for the septum. The septum was found to be damaged and missing a portion as shown in fig.1. The retuned septum portion (size approx. 4.0mm×3.0mm, fig. 2) almost matched to the missing part in shape. However, confirmed another missing part was noted on the septum and it was not retuned to (B)(4) (in red circle of fig.3). No visible damage was observed with the shield. The unit will be returned to (B)(4) for further evaluation. (B)(4)." Patient status - "no patient injury"